Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners during visual inspection. No button response due to corroded keypad traces was noted. The pump was received with no button error alarms. The pump was received with no failed battery test alarm after battery insertion.

Event description:
The customer reported via phone call of low blood glucose readings, button error, and failed battery alert from the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer stated that the pump alarmed button error during a bolus. The customer stated that he changed the battery and received a failed battery test. The customer stated that there is condensation behind the screen. The customer stated that it might have been due to sweat. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.